Event description:
The patient was reportedly experiencing out loud stimulations and intermittencies. The company was informed that the decision to explant the pt's device has been made. The surgery has been scheduled.